Event description:
The customer reported a fluid leak of approximately 1ml on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that there was a cut tubing at the diff module. The fse replaced the tubing and cleaned the immediate area to address the issue. (B)(4).